Manufacturer narrative:
H3, h6) software data was returned and software analysis confirmed the reported event. Software analysis concluded that the probable cause for the deviations reported is a combination of soft-tissue pressure and inadequate surgical technique. The use of unilateral retraction can potentially alter anatomy and impact the trajectory of surgical instruments, resulting in a medial deviation as reported in right l3 and l4 trajectories. Codes b01, c13, and d11 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were screw deviations on the right side of l3-l4. The screws appeared to be medial and the amount of inaccuracy in millimeters was unknown and was hard to tell. The surgeon was instrumenting with solera 5.5/6.0 screws, and was using unilateral retraction. After determining the screws were deviated, the surgeon proceeded with navigation. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. There was troubleshooting present post-operatively. It was reported that the system passed both stress and accuracy tests.

Manufacturer narrative:
H3, h6) the system was serviced in the field and stress, bist, 3define accuracy, accuracy, and navigation tests were performed and they all passed. A shoulder calibration was also performed preventatively. It was reported that the system was performing to specifications. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.